Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device was leaking near hose connection. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the air dermatome on (B)(6) 2018 revealed that the hand piece did not leak at the connection with test hose. The calibration and motor speed were both within specifications. The control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the 3 inch width plate, bearings, o-ring, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during product review it was noted that the hand piece did not leak at the connection with test hose. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the hand piece did not leak at the connection with test hose. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Air dermatome was leaking near hose connection. This occurred during testing. No adverse events were reported as a result of this malfunction.